Manufacturer narrative:
Invacare was made aware of an event that took place in the united kingdom, with a 10-1/2-year old irc5po2vaw concentrator. Invacare is filing this report because the irc5po2v, made at invacare owned sanford and sold in the us has been determined to be similar in design to the reported device. At this time, it is not known if the concentrator caused or contributed to the patients death. The device was returned and evaluated at our UK site and the following was found: when the concentrator was switched on it didn't sound as it should. This was due to the pressure not switching correctly between sieve beds. A louder sound could also be heard of air being released could be heard; this sound is a result of the high-pressure disc on the compressor opening. Shortly after the disc opening on the compressor the device stopped working and went into a continuous audible alarm and displaying a red visual solid led failure. The pcb fault code (two green and one red flash) on the pcb was also checked and this confirmed a high-pressure failure which indicates that there is a problem with the 4-way valve. The user manual states; invacare recommends an alternate source of supplemental oxygen in the event of a power outage, alarm condition or mechanical failure. Consult your physician or equipment provider for the type of reserve system required. This equipment is to be used as an oxygen supplement and is not considered life supporting or life sustaining. If more information is received a follow-up will be filed.

Event description:
It was reported to invacare UK that the police removed a 10-1/2-year old irc5po2vaw concentrator from a deceased patient's home and would like it tested. The patient is prescribed 2-4 liters per minute, 22 hours per day and has copd. The patient was found deceased and the concentrator was continuously bleeping and a red-light alarm was flashing. The family arrived at 8.30am they switched machine off and then on again and bleeping stopped and concentrator seemed to be working. The cause of death or if the concentrator was in use at the time of the patient passing is not known at this time.